Event description:
Elegance clinical trialthe subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right mid superficial femoral artery (sfa) extending up to right distal sfa with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length 80 mm with 100% stenosis and was classified as tasc ii b lesion. Prior to the treatment of the target lesion with the study device, pre-dilation was performed by using 4 mm x 80 mm and 5 mm x 80 mm non-boston scientific pta balloons. Treatment of the target lesion was performed by the placement of study device, 6 mm x 80 mm eluvia drug eluting stent. Post-dilation was performed by using 5 mm x 80 mm non-boston scientific pta balloon, and the final residual stenosis was noted to be 0%. On 21-sep-2022, the subject was discharged on aspirin and clopidogrel.on (B)(6) 2023, 385 days post index procedure, the subject was noted with symptoms related to lower extremity artery embolism and was hospitalized for further evaluation and treatment. The occlusion noted in the right proximal sfa extending up to right mid sfa was treated by thrombolysis. On (B)(6) 2023, the subject was noted with symptoms related to heart failure. On (B)(6) 2023, 444 days post index procedure, the subject expired due to heart failure.it was further reported that on 09-oct-2023, the subject visited the hospital with the complaint of difficulty walking after walking for long time with a claudication distance of about 25 meters. Physical examination revealed pale lower limb skin, mainly in the right limb with low skin temperature of the right lower limb, and the bilateral anterior tibial artery, and posterior tibial artery were impalpable. Based on these findings, the subject was hospitalized on the same day with tentative diagnosis of lower extremity arterial embolism and subject was recommended for right lower limb angiography. On the same day, the angiography performed revealed local mild stenosis at the middle upper segment of right sfa, a stent shadow was seen at the lower segment of the sfa with completely occluded stent, occluded anterior and posterior tibial artery. On 09-oct-2023, 385 days post index procedure, in-stent thrombotic occlusion noted in the right sfa, right anterior tibial artery, and posterior tibial artery were treated by catheter directed thrombolysis (with urokinase). Post procedure, the subject complained of right lower limb swelling and pain which was treated symptomatically however, pain was not significantly relieved. On 10-oct-2023, the subject suddenly developed increased heart rate and decreased oxygen saturation. Subject was given IV furosemide; however, symptoms were not improved, and oxygen saturation was decreased to 50%. Subsequently, the subject's heart rate was decreased to 40bpm with oxygen saturation continuously fluctuating at the level of 50%. Hence, cardiopulmonary resuscitation was performed along with administration of 1mg epinephrine. The subject was kept on ventilator-assisted ventilation and was recommended for proper fluid replacement and sodium carbonate solution with IV drop for correcting acidosis and subject was transferred to ICU due to heart failure leading to pulmonary congestion. On the same day, physical examination revealed warm right lower limb skin and thrombolysis catheter was removed. On 11-oct-2023, lab test revealed elevated high-sensitivity troponin I of greater than 24.998 ug/l and cardiac ultrasound showed a small amount of mitral and tricuspid regurgitation, decrease in left ventricular muscle compliance with ef of 39%. On 12-oct-2023, the subject was in a critical condition, conscious however, in a poor mental state. Physical examination revealed warm lower limb skin temperature indicating improved blood circulation. Lab test performed revealed elevated white blood cell count 20.74 x 10^9/l suggestive of infection, which was mainly considered as possible lung infection, hence, anti-infective treatment was given and was recommended to continue anticoagulation and anti-platelet therapy for elevated troponin. On 14-oct-2023, the subject's troponin was still significantly increased, and urine culture revealed positive for streptococcus viridines. Hence, subject was continued on anti-infective treatment. On 24-oct-2023, chest x-ray revealed large area of exudation in both lungs which was considered as possible acute pulmonary edema. On 26-oct-2023, left thoracentesis and catheterization drainage was performed, and light-yellow pleural effusion was drained. Lab test revealed hypoalbuminemia and low rbc hence, red blood cells were transfused along with albumin supplement. On 27-oct-2023, the subject underwent coronary angiography under ventilator support which revealed occluded internal mammary artery graft vessel, occluded orifice of the left main coronary artery, 75%-90% diffuse calcification stenosis throughout the course of the right coronary artery, and the posterior descending artery. Based on these findings, coronary angioplasty was planned however, intervention was unsuccessful as guidewire could not pass through the occlusive left main coronary artery. Hence, subject was continued on drug therapy along with cardiotonic therapy, intravenous and enteral nutrition support, bedside crrt and exercise support therapy. On 31-oct-2023, subject was in severe disease condition with poor vascular and systemic condition. During the course of hospitalization, subject developed recurrent symptoms of chest tightness and shortness of breath needing support of ventilator and tracheal intubation was performed multiple times. In addition, subject recurrently developed pulmonary exudation and pleural effusion for which thoracentesis and catheterization drainage were performed multiple times. On 02-dec-2023, the subject underwent the mechanical ventilation through tracheal intubation again due to heart failure. Additionally, subject developed secondary acute deterioration of liver function, internal environmental disorder that could not be effectively corrected, and circulatory fluctuation that required high-dose vasoactive drugs for maintenance. On-on 07-dec-2023, the subject's circulation could not be maintained, however, no invasive rescue measures were implemented as per willingness of family members. On 07-dec-2023, 444 days post index procedure, the subject experienced cardiac arrest and clinical death was announced at 12.31 pm. Per death certificate, the immediate cause of death was due to multiple organs failure and myocardial infarction. The heart failure and subsequent death were assessed as not related to the device.

Manufacturer narrative:
A1: patient identifier - (B)(6). A2: age at time of event - 65 years old at the time of study enrollment.

Event description:
Elegance clinical trial. The subject underwent treatment with the eluvia drug eluting stent on 19-sep-2022 as a part of the elegance clinical trial. The target lesion was in the right mid superficial femoral artery (sfa) extending up to right distal sfa with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length 80 mm with 100% stenosis and was classified as tasc ii b lesion. Prior to the treatment of the target lesion with the study device, pre-dilation was performed by using 4 mm x 80 mm and 5 mm x 80 mm non-boston scientific pta balloons. Treatment of the target lesion was performed by the placement of study device, 6 mm x 80 mm eluvia drug eluting stent. Post-dilation was performed by using 5 mm x 80 mm non-boston scientific pta balloon, and the final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged on aspirin and clopidogrel. On 09-oct-2023, 385 days post index procedure, the subject was noted with symptoms related to lower extremity artery embolism and was hospitalized for further evaluation and treatment. The occlusion noted in the right proximal sfa extending up to right mid sfa was treated by thrombolysis. On 10-oct-2023, the subject was noted with symptoms related to heart failure. On 07-dec-2023, 444 days post index procedure, the subject expired due to heart failure.

Manufacturer narrative:
A1: patient identifier - (B)(6). A2: age at time of even.t - (B)(6) years old at the time of study enrollment.

Event description:
Elegance clinical trial the subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right mid superficial femoral artery (sfa) extending up to right distal sfa with 6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length 80 mm with 100% stenosis and was classified as tasc ii b lesion. Prior to the treatment of the target lesion with the study device, pre-dilation was performed by using 4 mm x 80 mm and 5 mm x 80 mm non-boston scientific pta balloons. Treatment of the target lesion was performed by the placement of study device, 6 mm x 80 mm eluvia drug eluting stent. Post-dilation was performed by using 5 mm x 80 mm non-boston scientific pta balloon, and the final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, 385 days post index procedure, the subject was noted with symptoms related to lower extremity artery embolism and was hospitalized for further evaluation and treatment. The occlusion noted in the right proximal sfa extending up to right mid sfa was treated by thrombolysis. On (B)(6) 2023, the subject was noted with symptoms related to heart failure. On (B)(6) 2023, 444 days post index procedure, the subject expired due to heart failure. It was further reported that on (B)(6) 2023, the subject visited the hospital with the complaint of difficulty walking after walking for long time with a claudication distance of about 25 meters. Physical examination revealed pale lower limb skin, mainly in the right limb with low skin temperature of the right lower limb, and the bilateral anterior tibial artery, and posterior tibial artery were impalpable. Based on these findings, the subject was hospitalized on the same day with tentative diagnosis of lower extremity arterial embolism and subject was recommended for right lower limb angiography. On the same day, the angiography performed revealed local mild stenosis at the middle upper segment of right sfa, a stent shadow was seen at the lower segment of the sfa with completely occluded stent, occluded anterior and posterior tibial artery. On (B)(6) 2023, 385 days post index procedure, in-stent thrombotic occlusion noted in the right sfa, right anterior tibial artery, and posterior tibial artery were treated by catheter directed thrombolysis (with urokinase). Post procedure, the subject complained of right lower limb swelling and pain which was treated symptomatically however, pain was not significantly relieved. On (B)(6) 2023, the subject suddenly developed increased heart rate and decreased oxygen saturation. Subject was given IV furosemide; however, symptoms were not improved, and oxygen saturation was decreased to 50%. Subsequently, the subject's heart rate was decreased to 40bpm with oxygen saturation continuously fluctuating at the level of 50%. Hence, cardiopulmonary resuscitation was performed along with administration of 1mg epinephrine. The subject was kept on ventilator-assisted ventilation and was recommended for proper fluid replacement and sodium carbonate solution with IV drop for correcting acidosis and subject was transferred to ICU due to heart failure leading to pulmonary congestion. On the same day, physical examination revealed warm right lower limb skin and thrombolysis catheter was removed. On (B)(6) 2023, lab test revealed elevated high-sensitivity troponin I of greater than 24.998 ug/l and cardiac ultrasound showed a small amount of mitral and tricuspid regurgitation, decrease in left ventricular muscle compliance with ef of 39%. On (B)(6) 2023, the subject was in a critical condition, conscious however, in a poor mental state. Physical examination revealed warm lower limb skin temperature indicating improved blood circulation. Lab test performed revealed elevated white blood cell count 20.74 x 10^9/l suggestive of infection, which was mainly considered as possible lung infection, hence, anti-infective treatment was given and was recommended to continue anticoagulation and anti-platelet therapy for elevated troponin. On (B)(6) 2023, the subject's troponin was still significantly increased, and urine culture revealed positive for streptococcus viridines. Hence, subject was continued on anti-infective treatment. On (B)(6) 2023, chest x-ray revealed large area of exudation in both lungs which was considered as possible acute pulmonary edema. On (B)(6) 2023, left thoracentesis and catheterization drainage was performed, and light-yellow pleural effusion was drained. Lab test revealed hypoalbuminemia and low rbc hence, red blood cells were transfused along with albumin supplement. On (B)(6) 2023, the subject underwent coronary angiography under ventilator support which revealed occluded internal mammary artery graft vessel, occluded orifice of the left main coronary artery, 75%-90% diffuse calcification stenosis throughout the course of the right coronary artery, and the posterior descending artery. Based on these findings, coronary angioplasty was planned however, intervention was unsuccessful as guidewire could not pass through the occlusive left main coronary artery. Hence, subject was continued on drug therapy along with cardiotonic therapy, intravenous and enteral nutrition support, bedside crrt and exercise support therapy. On (B)(6) 2023, subject was in severe disease condition with poor vascular and systemic condition. During the course of hospitalization, subject developed recurrent symptoms of chest tightness and shortness of breath needing support of ventilator and tracheal intubation was performed multiple times. In addition, subject recurrently developed pulmonary exudation and pleural effusion for which thoracentesis and catheterization drainage were performed multiple times. On (B)(6) 2023, the subject underwent the mechanical ventilation through tracheal intubation again due to heart failure. Additionally, subject developed secondary acute deterioration of liver function, internal environmental disorder that could not be effectively corrected, and circulatory fluctuation that required high-dose vasoactive drugs for maintenance. On-on (B)(6) 2023, the subject's circulation could not be maintained, however, no invasive rescue measures were implemented as per willingness of family members. On (B)(6) 2023, 444 days post index procedure, the subject experienced cardiac arrest and clinical death was announced at 12.31 pm. Per death certificate, the immediate cause of death was due to multiple organs failure and myocardial infarction. The heart failure and subsequent death remain assessed as not related to the device. It was further corrected that the event onset date was (B)(6) 2023. On (B)(6) 2023, the subject had difficulty walking for a long time with claudication in a distance of about 25 meters. On (B)(6) 2023, the subject visited the hospital for further treatment.